Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device was received for evaluation. During functional testing, a false upstream occlusion alarm was not reproduced. The upstream sensor readings were within specification. A review of the event history log revealed 'upstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The ultrasonic sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.